Manufacturer narrative:
Two (2) single-use samples were received for evaluation. Visual inspection did not reveal any evidence of any leaks or cracks on any part of the samples. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume folfusors were cracked near the flow regulator, leading to a leak. This occurred event occurred before use. There was no patient involvement. No additional information is available.